Manufacturer narrative:
The reported event of difficulty to withdraw the guidewire was confirmed. As received, a complete lead without the associated guidewire was returned in one piece. Visual inspection of the lead found ptfe material consistent with stylet coating and the inner coil bunched adjacent to the connector pin. A guidewire test was performed. The guidewire passed through the connector pin and the inner coil stopping at a point proximal to the s-curve region unable to proceed further. Destructive analysis found ptfe material consistent with stylet coating in this area of the inner coil. The cause of the reported event was isolated to the ptfe coating consistent with the stylet coating clogging the inner coil and preventing the guidewire to pass through the lead. Based on this information, abbott is performing further investigation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: (B)(4). During left ventricular (lv) lead implant, the guidewire was unable to be removed from the lv lead. A new lead was implanted to resolve the event and the patient was in stable condition.